Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a surgical procedure the handpiece did not give action during phacoemulsification phase. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. However, a handpiece was returned for evaluation. The handpiece was manufactured on april 9, 2012. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample revealed a tear at the strain relief. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to work functionally. The returned handpiece was found to meet alcon functional specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).